Event description:
Revision surgery. Due to a washout, irrigation and drainage procedure and the surgeon removing and swapping the head and liner.

Manufacturer narrative:
The reason for this revision surgery was reported the patient required a joint washout, irrigation and drainage (I&d). The in-vivo length of patient service for the implant was 22 days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The DHR also revealed all required sterility requirements were in compliance. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The complaint states the patient required a joint washout (I&d). The reason for the washout was not provided with the complaint and is unknown. No information was submitted with the complaint regarding pre-existing conditions that may have contributed to a condition such as an infection or inhibited the patient's immune system. The surgeon performed this revision to remedy the patient's condition. This event is deemed as non-product related. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.